Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient received a chest tube and remained in the hospital until a wedge resection procedure to remove the nodule was performed six days after the enb procedure. The patient was released from the hospital two days after the wedge resection procedure. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). There were no anomalies identified during the internal review of the device history record (DHR) of the system console. Superdimension has requested the device for evaluation but has not received anything to date. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.